Event description:
It was reported that the catheter was unable to remove, it was stuck. After removal, they noticed the catheter tip was missing. Medical intervention was required. The reported issue could cause serious harm to the patient. There was a patient involvement and there was a patient injury.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. The customer provided some photographs; however, these were not sufficient to support a conclusive analysis. If the product is returned, the manufacturer will reopen this complaint for further investigation.